Event description:
The trailing haptic bent as the lens was implanted in the pt's eye. The doctor enlarged the incision to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2008-00114 for the delivery device used with this intraocular lens.